Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the packaging, it was noted that the syringe containing sterile water was allegedly not included in the kit.

Manufacturer narrative:
Received the sample in the opened package without the syringe with sterile water in the returned package. All of the components were still unused. The reported event was confirmed as cause unknown. The evaluation verified that the syringe was not included in the package. In-process review noted that reported problem could possibly occur due to operator error during manufacturing. A review of the manufacturing process indicates the process is capable of producing this type of defect. The quality plan includes a sample inspection based on a ansi/asq z1.4 with an aql of 0.65. Currently, the detectability of this defect is high per pfmea ra87p040 rev 20. The process is effective at maintaining the frequency of the occurrence as indicated in the pfmea. In-process review noted that reported problem could possibly occur due to operator error during manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "ensure that all components are contained in the tray kit." (B)(4).

Event description:
It was reported that upon opening the packaging, it was noted that the syringe containing sterile water was allegedly not included in the kit.

Manufacturer narrative:
Received sample in opened packaged. The reported issue was confirmed. In-process review noted that reported problem could possibly occur due to operator error during manufacturing. Per visual inspection, the sample was received in an opened package missing the syringe and sterile water. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the device is intended for single use only and is not reusable. Put on sterile gloves. Open tray and place it on the wrapping paper." (B)(4).

Event description:
It was reported that upon opening the packaging, it was noted that the syringe containing sterile water was allegedly not included in the kit.